Event description:
It was reported that the ventilator alarm sound was very weak. It was also reported that there was no reading displayed for vte, no reading displayed for ve, and the low minute volume alarm was activated. It is unk if the ventilator was connected to a pt when the reported problems occurred.